Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. By user outside the us. Report reference (B)(4). A detailed investigation was performed by an expert from the technical service: since the complaint in question was submitted to hamilton medical ag almost 2 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In the future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was prepared for treatment. The root cause was identified to be a defective ambient valve. After replacing the part as correction, the unit was working as required. There was no patient or user harm.

Event description:
The machine malfunctioned and could not pass the sealing test, and thus could not be used normally. The backup machine was used for the patient. After replacement of the safety valve, the machine was restarted and used, and returned to normal.

Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form (B)(4) inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. By user outside the us. Report reference (B)(4). The report from hospital says: "the machine malfunctioned and could not pass the sealing test, and thus could not be used normally. Hamilton-c2 made in mar 2014. The backup machine was used for the patient. After replacement of the safety valve, the machine was restarted and used, and returned to normal." The issue is not likely to be serious to public health but is likely to cause serious injury or death to patient if it were to reoccur.

Event description:
The machine malfunctioned and could not pass the sealing test, and thus could not be used normally. The backup machine was used for the patient. After replacement of the safety valve, the machine was restarted and used, and returned to normal.